Manufacturer narrative:
Product ID: 3387s-40, lot# v170161, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
A consumer reported that a patient whose indication for use is parkinson's dual and movement disorders battery in the chest was vibrating, which was a onetime occurrence. The implant was interrogated and was on and at 3/4 charge level. The implant does move around in the pocket, the ins pocket had gotten bigger. It was difficult to get good coupling. It was also noted that the implant was charging up a lot faster. Since the appointment, the implant was not depleting down as fast as it used too. Since receiving the new antenna, the implantable neurostimulator (ins) had not discharged in 4 days where as before the patient was recharging every day. The implant charge had never lasted 4 days. The patient programmer indicated the ins was half full while the recharger indicted the ins was full. The consumer was concerned that it was not depleting as quickly as it did before however with pocket issues they could only charge up to 1/2 to maybe 3/4 sometimes. It was noted that the patient falls a lot and has hit her head. The consumer also noted that for the past two weeks prior to (B)(6) 2015 the patient had not been getting the therapy benefit she used to get for her parkinson's. The patient was freezing more to the point that she could not move. The patient had taken a downturn within the last two weeks. It was thought that the integrity of the system was intact. Further follow-up is being conducted to obtain information about the cause, troubleshooting and actions taken to resolve the issue. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received via a company representative reported that he met with the patient and health care provider on the day of report. The ins ( implantable neurostimulator ) was charging to 100% in 10 min when battery was low. The patient was not a good historian per representative, son just got involved 3 weeks ago and was taking more active role in managing their mother's dbs device. It was indicated that they charged ins two weeks ago and when they finally checked it, ins was still at 100% full. On day of report, stim was on when rep checked theirs. Rep reported normal impedances of 900-1000 ohms. Therapy impedance was not taken on day of report. No complaint of therapy loss or return of symptom by rep. The patient was in wheelchair but this was due to the progression of her disease as patient was implanted at much late stage in her diagnosis.